Manufacturer narrative:
Continuation of d10: product ID: 977a260, lot#serial#: (B)(6), implanted: on (B)(6) 2020, product type: lead, product ID: 977a260, lot#serial#: (B)(6), implanted: on (B)(6) 2023, product type: lead, product ID: 977a260, lot#serial#: (B)(6), implanted: on (B)(6) 2020, product type: lead, product ID: 977a260, lot#serial#: (B)(6), implanted: on (B)(6) 2023, product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot#: (B)(6), ubd: 21-oct-2023, UDI#: (B)(4); product ID: 977a260, serial/lot#: (B)(6), ubd: 13-apr-2027, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported the contacts and connections were out on the ins. High impedance was reported. On contacts 9 and 13 impedance values were 40 ,000 ohms. The patient experienced a loss of stimulation. To troubleshoot, the representative (rep) moved the contacts down one spot off of the contacts with high impedances and tested coverage. Patient still had good coverage of pain areas on other contacts so no further action was taken. Unsure which lead/serial number is the specific one that is affected or if it is a problem at the connection site. Connections at 9 and 13 ports were also out. To troubleshoot, the rep programmed around those contacts/connections and patient still had good coverage. The cause was unknown. The patient experienced a return of pain. The issue was ongoing. Regardless, no further action was taken because patient continued to have good coverage of pain when programming around affected contacts/connections.